Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm involved with this complaint and performed the failure analysis. The unit was tested on an in-house system in normal mode without any errors. The unit was also tested on a patient side cart fixture test platform (pftp) and all test passed. After further investigation, remote fe confirmed 319, 307 communication error pointing axes controller carriage (acc). Besides this error, remote fe has 40084, 32114, 25730 communication error pointing axes controller spar (acs), acc. As a precaution rolling loop assembly will be replaced. The complaint regarding error 319 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, there was a recoverable fault that would not recover on the system. The customer power cycled the system before calling, however the fault returned on power up. The intuitive surgical, inc. (Isi) tse viewed onsite logs and found error 319 on univeral surgical manipulator (usm) 2 of the patient side cart (psc). The tse asked the customer to cycle system power, emergency power off (epo) and circuit breaker down on the psc. The system powered and homed successfully; the fault cleared on power up. The tse informed the customer that the usm 2 fault would likely return and might require the usm to be disabled. The customer was continuing with system setup. The customer called back, and stated the error returned. The tse advised the customer that they just had to push the usm out of the way if the surgeon wanted to do the case with 3 usms. The tse advised site that they would have to manually target, and the inter operative table motion (iotm) would be unavailable. The procedure was completing as planned with no reported injury. The customer later contacted the tse and reported the system was not able to be stowed. The tse guided the customer to manually stow the psc as the universal surgical manipulator (usm) was disabled. The tse also advised the customer that the table motion and targeting would not be available until the ums issue was resolved. The customer attempted to power cycle and epo the psc; however, the error 319 persisted. Tse informed the customer that the system could be used as a three-usm system and that usm 2 would need to be draped and manually positioned away. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was robotically completed with three usms. The ports were placed when the issue happened.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 319 on the psc, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the usm to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The complaint regarding error 319 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.